Manufacturer narrative:
Adverse event was received as part of a clinical study. (B)(6) occurred on (B)(6) 2024, but was not reported to the site until the 06th june 2025. Study: (B)(6). Site: 005 --- (B)(6) hospital. Subject: (B)(6). Adverse event sequence : ae-001. Adverse event type : infection. Adverse event term (use medical diagnosis for event term if available): : infection. Event description : non-healing incisional wound adjacent to the right groin. The middle to opposite distal part of the wound. Healed as per patient. Event onset date : 12-jun-2024. Date site learned of event : 06-jun-2025. Severity : mild. Event related to study device? : possibly related. Event related to study procedure? : possibly related. Was this event related to a device deficiency/device malfunction/device misuse/user error? : no. Serious adverse event? : no. Date sponsor was notified: : 06-jun-2025. Does event require reporting to ec? : no. Medication : yes. If yes, please specify medication/s provided: : antibiotics (unable to recall exact drug name). Surgery/procedure: : no. Other treatment : yes. Please specify other treatment provided: : gp visit for wound cleaning and dressing changes. Event outcome: : recovered. If recovered, or fatal, date of resolution: : 18-jul-2024. As per FDA 21 cfr 803.3, a 'serious injury' is defined as: 'an injury or illness that: · is life threatening; · results in permanent impairment of a body function or permanent damage to a body structure; or · necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure.' Ams cannot conclude that this adverse event was device-related. However, as this event required medical intervention, in the form of antibiotics, to preclude permanent impairment of a body function or permanent damage to a body structure, this event meets the definition of a serious injury and is being reported in the USA.

Event description:
MFR report #: 9617175-2025-00013 study: (B)(4). Site: 005 --- (B)(6) hospital. Subject: (B)(6). Adverse event sequence : ae-001. Adverse event type : infection. Adverse event term (use medical diagnosis for event term if available): : infection. Event description : non-healing incisional wound adjacent to the right groin. The middle to opposite distal part of the wound. Healed as per patient. Event onset date : 12-jun-2024. Date site learned of event : 06-jun-2025. Severity : mild. Event related to study device? : possibly related. Event related to study procedure? : possibly related. Was this event related to a device deficiency/device malfunction/device misuse/user. Error? : no. Serious adverse event? : no. Date sponsor was notified: : 06-jun-2025. Does event require reporting to ec? : no. Medication : yes. If yes, please specify medication/s provided: : antibiotics (unable to recall exact drug name). Surgery/procedure: : no. Other treatment : yes. Please specify other treatment provided: : gp visit for wound cleaning and dressing changes. Event outcome: : recovered. If recovered, or fatal, date of resolution: : 18-jul-2024.